Event description:
It was reported when using the bd posiflush¿ normal saline syringe there was difficult plunger movement. This event occurred 20 times. The following information was provided by the initial reporter. The customer stated: "the head nurse of the hematology department reported difficulty in pushing the injection of flush halfway through the use.".

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-12-09. Investigation summary: it was reported it was difficult to push the injection of the flush halfway through the use. To aid in the investigation, three samples with no packaging flow wraps were received for evaluation by our quality team. A visual inspection was performed and no defects or imperfections were observed. Each sample was then tested for sustaining force, which is the force applied to the plunger rod while moving downwards when expelling the saline solution, and all results were within specification. A device history record review was completed for provided material number 306595, lot number 0353448. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. Based on the investigation and with the returned sample analysis the symptom reported by the customer could not be confirmed and a probable root cause could not be offered. H3 other text : see h10.

Event description:
It was reported when using the bd posiflush¿ normal saline syringe there was difficult plunger movement. This event occurred 20 times. The following information was provided by the initial reporter. The customer stated: "the head nurse of the hematology department reported difficulty in pushing the injection of flush halfway through the use."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.